Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, product will only allow 3-4 mls to draw into syringe with difficulty as directed. Surgeon and scrub nurse had to remove plug and scoop product into syringe for use.

Manufacturer narrative:
Investigation is complete. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.